Event description:
The valves were implanted in 2003. In 03/2004, the facility's center director informed the MFR's vascular access specialist of the following: the patient had chills at the end of dialysis. The doctor was informed, orders for blood cultures and antibiotics were obtained, blood cultures returned positive for gram positive cocci. The patient was treated with 3 weeks of IV antibiotics. Follow-up culture will be done two days later. No further details available at this time.